Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. A patient initiated interrogation (pii) was performed and yellow sending waves were displayed. Troubleshooting was performed and the issue was resolved. The patient was referred to contact their clinic regarding their red call doctor icon. No adverse patient effects were reported. At this time, this device remains in service.